Manufacturer narrative:
Follow-up #1: date of submission 03/28/2016. Device evaluation: the device has been returned and evaluated by product analysis on 03/07/2016 with the following findings: the keypad was found to be torn. The down arrow was intermittently responding. Contamination was found underneath all of the keypad button contacts. There was a battery compartment crack on the side of the battery compartment from the threads traveling down to the case seal and above the bumper at the battery compartment threads. The display screen was dim and discolored.

Event description:
The patient contacted animas on (B)(6) 2012 reporting that the down arrow button was responding intermittently for one month. The patient stated that the other buttons were responding normally. The patient reportedly wore the pump attached to a belt and did not clean the pump. This report is made based on the allegation of the down arrow response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.